Event description:
It was reported that on (B)(6), 2007 the patient underwent a c3-c7 anterior cervical diskectomy and arthrodesis. It was reported that on (B)(6) 2008 the patient underwent a c3-c7 posterior cervical fusion. It was reported that on (B)(6) 2011, the patient underwent a decompression of l4-l5 and l5-s1, a transforaminal lumbar interbody f usion l4-l5 and l5-s1, the placement of interbody cages, posterior instrumentation l4-l5 and and l5-s1, and the grafting with cancellous allograft supplemented with bmp. It was reported that the patient now suffers from chronic pain syndrome, back pain, neck pain, anxiety, and narcotic dependence.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the patient has experienced ectopic bone growth, chronic pain syndrome, back pain, neck pain, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2008, the patient presented with post op full level anterior cervical discectomy and fusion . The patient had pseudarthrosis and broke a screw. Per op notes, "... Subperiosteal dissection was carried out at c3, c4, c5, c6, and c7 with bovie electrocautery .. The starter holes were drilled with a midas rex and the drill guide was used to place screw holes at c3, c4, cs, c6, and c7 bilaterally. The depth gauge was used to gauge. Screws were placed. .. The lamina and spinous process was decorticated. Facets were packed with bmp-soaked sponges and then graft putty on top of this. Rods were placed. Locking screws were placed and finally tightened. Bmp-soaked sponge burritos with graft putty were placed in the lateral gutters and in between the spinous processes. .. ."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent revision acdf surgery using instrumentation and rhbmp-2/acs to treat pseudoarthrosis and a broken screw. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.